Manufacturer narrative:
(B)(4) medwatch# (B)(4). Visual evaluation of the returned device found that the flare was detached and the catheter kinked in the distal section. The handle cannula is in good condition and there was evidence of the flaring process. The complaint was not confirmed, the device did not have the handle cannula bent. However, the flare was found to be detached which prevented the device from being actuated. Additionally, the device was found to have the catheter kinked. Anatomical procedural factors encountered during the procedure could have contributed to the encountered issue; therefore, the most probable root cause for the identified failures is operational context. A device history record (DHR) review was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used during an esophagogastroduodenoscopy with food bolus procedure performed on (B)(6) 2016. According to the complainant, during the procedure resistance was encountered when the device was actuated and the handle cannula became bent. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; flare detached.